Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: no adverse affect to the patient was mentioned. The only fragment mentioned described the blade breaking off in a single piece which was removed from the patient. No information on delay length. Was there any adverse event to patient ? No. Were fragments generated? The only fragment mentioned described the blade breaking off in a single piece which was removed from the patient, and is in the included in the product return. Were broken fragments removed from the patient? Yes. Was there a surgical delay? No. How was the procedure completed? Used monopolar. This was a lap paraoesophageal resection, the case was very long, I also questions the surgeon as to whether the device had come in to contact with any other metal instruments, he stated not that he was aware. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure the active blade broke off during the procedure inside the patient.

Manufacturer narrative:
(B)(4) date sent: 4/4/2022 d4 batch #: v94j4r additional information was requested and the following was obtained: the correct product code is harh36. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the blade tip damaged, however, the blade was not cracked. In addition the device was returned with the tissue pad damaged, melted, not all present, and the missing portion was not returned. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The blade tip was not broken off as reported by the customer. The device was disassembled to inspect the internal components and no anomalies were found. If the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen, and after receiving two consecutive alerts screens a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.